Event description:
It was reported that the patient with this pacemaker device called technical services (ts) and reported that during a clinic visit, the health care professional (hcp) had difficulties interrogating the device. The patient noted that once interrogation was successful, the device was found to be in safety mode. Ts referred the patient to the device treating clinic for further evaluation. Subsequently, additional information was provided that reported that this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was retained by the hospital.